Event description:
The customer contacted baxter's service center for troubleshooting a check lines and bags alarm, which occurred on the homechoice (hc) during use during priming. The registered nurse (rn) then stated they had tried the supplies on two different hc's and the same alarm occurs. The technical service representative (tsr) asked the rn if same supplies were used and the rn stated yes. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error, reuse of single-use was confirmed due to the care giver stated they only changed the cassette, not the bags. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.